Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The joystick started sticking in the run mode. When the the chair was being driving up the ramp assisted by the bus assistant the chair almost fell off of the ramp it would not stop again the display is stuck in run mode. The mother test drove the wheelchair and the chair ran her into the car door.